Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the hyperglycemia and skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
The patient's legal guardian (lg) reported that the patient's blood glucose level (bg) rose to 400 mg/dl while wearing the pod between 5 and 24 hours. Upon realization of high bgs, the patient removed the pod observed bleeding and their skin being red. The lg called their doctor in which they were advised to remove the pod. To treat the site, the patient was prescribed pantenol.

Manufacturer narrative:
No blood was observed on or within the device. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause bleeding/bruising or the skin irritation and no issues were found. The exact cause of the irritation could not be conclusively determined. The exposed portion of the soft cannula was observed to be damaged. The damage was caused below the cross drills as they could not be noted under the microscope. The fluid path test was failed due to this observed damage. A leak test was performed on the unexposed portion of the soft cannula and no leaks were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. The cannula was also measured to be out of specification as it measured to be 27.50mm long. This observation is a result of the damage to the distal portion of the exposed soft cannula.although the cannula was damaged, the timing and cause of the damage is unknown.